Event description:
The lay reporter/ex-spouse of the patient contacted lifescan (lfs) on february 1, 2007, alleging that the patient's one touch ultra meter did not power on. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. The patient was unable to test her blood glucose since ultra meter would not power on. Per description, the patient developed symptoms before she treated herself with 10 units of humulin insulin. At an unspecified time after taking the insulin, the reporter contacted ems after he noticed his ex-wife was "unresponsive and throwing up". It is unclear on whether she treated herself or someone treated her with the 10 units of insulin. It would have been helpful to know how long she had an issue with the meter prior to the symptoms, verify symptoms prior to taking the 10 units of humulin insulin, how soon after taking the insulin, the patient began to vomit and become unresponsive. Patient was taken to the hospital and her blood glucose reading in the hospital was 390 mg/dl and she was treated with IV fluids. After being discharged the patient took 20 units of lantus when she went home. The patient was using the correct vial of tests strips. The meter does not power on when pressing the power button or inserting the test strip all the way into the test strip port. She replaced the battery per the owner's booklet and the battery contacts were in good condition. The meter is not a new product (out of box). Issue was not resolved via troubleshooting. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, and reading and diagnosis in the ER. This complaint is being reported because the patient was unable to test for an unspecified time, and was treated by a medical professional for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.